Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) due to dislodgement confirmed through chest x-ray. This rv lead remains in service. No adverse patient effects were reported.